Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported they did not received expected alarms at (B)(6) on (B)(6) 2018 between 15:00 and 15:30 for the patient in (B)(6). No harm or ill effects were experienced by the patient as a result of this event.